Event description:
High level disinfectant containing 2.65% glutaraldehyde was splashed in eyes. Product was being used without eye protection. Eyes were flushed for 15 minutes with water per manufacturer's instructions. Patient reported irritation and itching of the eyes, with some swelling of the eyelids. Patient was seen by an eye doctor, who prescribed steroid drops and lubricating drops.